Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by(B)(6) that during service and evaluation, it was determined that the trigger / slider was blocked, jammed and was moving heavy on the compact air drive device. It was further determined during the pre-repair diagnostics assessment that the device failed for general condition, check the attachment coupling, check reverse locking mechanism, check air hose coupling, check for air leak, check function of soft mode switch (safety system), check triggers for forward/reverse mode, check for untrue running, check for excessive noise, check the power with test bench: min. 110 to 160 w and for check starting behavior. It was noted on the service order that the top trigger was triggered. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.